Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 5.5 pump support placed for the patient admitted in with known cardiac history and a prior coronary artery bypass graft. The patient was being escalated from an intra-aortic balloon pump and being bridged to the left ventricular assist device. The patient had multiple ventricular tachycardia runs that prompted 20 defibrillation shocks. The pump remains and the team has not replaced product.